Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned with maj-441 (the handle of the device) to olympus medical systems corp. (Omsc) for evaluation. There were no defects on maj-441. The sheath was broken off. When we checked the wire inside the sheath, the broken section was shaped as if it was cut with a tool. The basket was closed inside the sheath. Since the basket could not be opened, the shape of the basket could not be checked. The sheath was deformed at 50 mm from the distal end. The manufacturing record was reviewed and found no irregularities. Omsc surmised that the sheath was broken since it was cut with a tool by the user when the subject device was not removed from the patient. Based on the past similar cases, it was known that during crushing the calculus, a larger load than durability strength of the product was applied due to the factors such as size, hardness, and shape of the calculus. As a result, the sheath was deformed and the failure of the device's removal occurred. The above device handling has warned in the instruction manual as follows. Do not use this lithotriptor bml-110a-1 for a calculus that is assumed impossible to be crushed by this lithotriptor. The basket wire etc. May break and part of this lithotriptor may remain in the body. This instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a crushing calculus, the subject device was used. The device could not be removed from the patient. The user tried to use the emergency lithotriptor. However, the coil sheath of the emergency lithotriptor was lost and could not be used. The user crushed the calculus in combination with the subject device and emergency lithotriptor in unspecified way. The intended procedure was completed with the subject device. This is the report regarding the failure of the device's removal from the patient.